Event description:
The customer reported that the autopulse platform (B)(6) has an intermittently faulty screen that displays two aberrant messages, various characters and a repeating '30:2' message, for unknown reasons. The issue was observed during an apparatus/equipment check and was not emergency response related. These errors were not consistently displayed every time the unit was checked. The equipment was taken out of service by the response crew as a precaution, as they did not want to experience a failure in the field. No patient involvement.

Manufacturer narrative:
The customer's complaint that the autopulse platform (B)(6) has an intermittently faulty screen that displays two aberrant messages, various characters and a repeating '30:2' message, was not confirmed during functional testing or the archive review. The reported complaint was not reproduced during the functional testing and the platform performed as intended. The autopulse platform passed the functional testing without error or fault. The autopulse platform was subjected to a run-in test with no issues found. The device was tested over a period of multiple days. The display was functioning as intended without any stuck pixels. The reported problem could not be reproduced, and the platform functioned as intended. Although the reported lcd problem was not reproduced during the testing at zoll, an intermittent issue could not be ruled out. Therefore, the lcd screen will be replaced as a preventive precautionary measure, as the lcd may have had some intermittent technical problems that could not be directly identified during the functional testing. Waiting for customer approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with (B)(6)